Manufacturer narrative:
The device was manufactured may 27, 2016 ¿ may 31, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor overinfused. The reporter stated that the device was flowing when the control module flow rate was set at 0. There was no report of patient injury or medical intervention associated with this event. No additional information is available.